Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump went off without warning. Customer reports that insulin pump alarmed for replace battery now and failed battery test. Customer performed troubleshoot for the alarms but it occurs again. Customer advised to insert new battery and monitor the insulin pump. Customer experienced low blood glucose of 60mg/dl which was treated with cherrios. Insulin pump will not be return for analysis.